Event description:
Customer reported the placement hand inspected the catheter and kit prior to placement and the puncture sheath protruded before asking the assistant to assist in replacing the catheter and completing the placement. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of a damaged microintroducer sheath is confirmed; however, the root cause could not be determined. One photograph of a micro ez microintroducer sheath was returned for evaluation. An initial visual observation of the photograph showed the distal portion of the microintroducer sheath was damaged and plastically deformed. No other details of the damage could be discerned in the returned photograph. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Customer reported the placement hand inspected the catheter and kit prior to placement and the puncture sheath protruded before asking the assistant to assist in replacing the catheter and completing the placement. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.